Manufacturer narrative:
The investigation will be updated should further information be provided.

Event description:
It was reported that boston scientific conducted a retrospective data analysis to assess the MRI protection mode feature for any possible effects on lead measurements as characterized by a change in the lead measurements pre- and post- possible clinical MRI scans of patient implanted with a boston scientific corporation imageready ng4 crt-d or ICD system. Analysis data was collected using latitude nxt and de-identified for analysis. All data was used in accordance with patient confidentiality laws, regulations, and data use agreements. In this 2020 report, data from 1171 crt-d and ICD (dual and single chamber) devices, with MRI protection mode on, met the criteria for this retrospective data analysis. 177 (15.1%) patients were implanted with model#d233. One patient recorded an out-of-range rv pacing impedance. The date for the recorded out-of-range rv pacing impedance ranged from 09/23/2019 to 09/26/2019.